Event description:
Customer alleged blood glucose results of 331 mg/dl on the advantage system compared to 121 mg/dl, when testing was performed back-to-back on a professional meter. The customer reported having no symptoms. Customer reported taking no action/treatment based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device; replacement product was sent.